Event description:
It was reported that the patient experienced recurring lows and highs while using the ilet, with logs showing the device¿s alert volume set to off such that the pump buzzed periodically before escalating to a beep, and the patient attributing lows to meal announcements and reporting a high associated with an infusion site issue. Investigation included review of device logs and collection of blood glucose questionnaire information. Investigation of this case revealed user-managed alert settings that delayed audible notification, patient-reported bolus concerns related to meal announcements, and a high related to a site issue. It was concluded that the lows were associated with meal announcement and perceived excessive bolus dosing, and that the high was associated with an infusion site issue, with no evidence of device malfunction. Symptoms included hypoglycemia and hyperglycemia. Outcomes included patient dissatisfaction with therapy and the decision to discontinue use of the device and switch to another pump. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.